Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the nurse was able to interface with pyxis machine but reports that it takes time to respond. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was slow. A technical support specialist (tss) accessed the server, then task manager and found the up time was 16 days, there the memory was 60%. Then checked on medapp log, checked on task manager; up time was 55 days. Then informed that no error was found. Then the tss additionally rebooted the server followed by the knowledge article (ka) ¿pyxis es server reboot process and validation¿. The system functioned as intended after the technical support specialist verified the device.